Manufacturer narrative:
Reported event of generator output issues. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned unit found that the device was in good condition with some minor scratches on the cover. A functional evaluation revealed that all the knobs and switches appear to function properly however, the monopolar connector appeared to be loose. Electrical evaluation was performed and the unit was found to be within test parameters. The complaint that the monopolar coag mode has intermittent output was not confirmed. It was confirmed that the loose monopolar connection was not causing any output problems. The returned device showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A DHR review was performed and no deviations were found during original manufacturing.

Event description:
It was reported to boston scientific corporation that a endostat iii rf generator was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator was set on "control cut" at 90w but the generator did not produce enough current to perform a sphincterotomy. All connections were checked but still the generator would not cut . The mode was then changed to "blend" at 30w but the device still would not cut. The accessory device was then changed to a needle knife and the output was increased to 35w. Although the device did finally cut, it reportedly cut "way too much." However, it was reported that there were no patient complications as a result of this event. The procedure was completed with this device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a endostat iii rf generator was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator was set on "control cut" at 90w but the generator did not produce enough current to perform a sphincterotomy. All connections were checked but still the generator would not cut . The mode was then changed to "blend" at 30w but the device still would not cut. The accessory device was then changed to a needle knife and the output was increased to 35w. Although the device did finally cut, it reportedly cut "way too much". However, it was reported that there were no patient complications as a result of this event. The procedure was completed with this device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.